Event description:
It was reported that the 9800 system locked up during cine run. The system was rebooted and operated normally for the remainder of the procedure. No adverse impact on the pt was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.